Event description:
PICC line was inserted into right arm and the catheter threaded without difficulty. When breaking apart the introducer, it failed to completely break away, with part of the introducer catheter remaining. Two pairs of hemostats had to be used to complete the break away. Catheter had blood return and flushed without difficulty.what was the original intended procedure?insertion of PICC.device #1is this a laboratory device or laboratory test?no.